Event description:
Medtronic received a report that the patient was undergoing treatment of a saccular, unruptured aneurysm with unknown diameters. It was noted that the patient's vessel tortuosity was moderate. The landing zone distal and proximal were unknown. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the distal end of the stent was not opened properly and attempts to retrieve and deploy the stent failed to fully open the stent. The physician tried to retrieve the stent into the microcatheter and deploy it. After replacement, the stent was successfully implanted. The angiographic result post procedure showed intracranial aneurysm. The pipeline was used for an indication that is approved (on-label). The cause of the failure to open determined. The pipeline had been placed in a vessel bend when it failed to open. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not determined. The pipeline had been placed in a vessel bend when it failed to open. They had tried to retrieve it into the microcatheter and deploy it.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were fully opened and frayed. No bend was found on the pusher. No damages were found with the tip coil, distal marker, resheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.